Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "please see below, this was sent over by biomed after speaking with staff at the facility. Customer stated, "ventilator is not showing all the values under the monitoring key when attached to patient. Vent located in 6 heart tower respiratory department "performed a functionality test with the a test lung on the circuit, unable to recreate the failure. Called the rt who placed the ticket and informed me if they could do describe the failure with more detail. They informed me that when the device was on the patient they were unable to see any values on the ventilator, they attempted to power it off and restart the device but the device continued to show no vaules. The mode they stated the device was just on volume control. Called tech support and informed me to send all logs and fill out form to send to engineer. The subject lookup has nothing to do with the issue with the device, it's very difficult to find something that's relevant to the issue." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags: it was reported that a hamilton-c3 ventilator located in the 6 heart tower respiratory department did not display monitoring values when connected to a patient in volume control mode. The customer restarted the device, but the issue persisted. No medical intervention was required, and no patient harm occurred. A functionality test with a test lung did not reproduce the failure. No additional information was received from the hospital or hamilton medical inc. Service technician despite multiple attempts. No parts were available for inspection. Based on limited data, the most probable cause is related to the power supply or battery state of health out of specification. No further information was received. The case is considered closed, and similar events will be monitored.